Event description:
It was reported to philips that the device had intermittent ECG while in patient use. There was no reported patient involvement.

Manufacturer narrative:
.

Event description:
It was reported to philips that the device had intermittent ECG while in patient use. There is no report of patient harm or serious injury. There was no reported adverse patient impact.